Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ven9, implanted: (B)(6) 2019, explanted (partial): (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by caller that they had the patient put the ins into MRI mode and the controller showed eligibility cannot be determined. The caller did not have the code associated with the eligibility not determined screen. The caller asked about MRI conditions and eligibility indications with the controller. The caller was not with the patient. Tss reviewed information about MRI. The caller indicated that they directed the patient to contact patient services. Additional information was received from a healthcare provider (hcp). The hcp called back and reiterated the patient saw the eligibility cannot be determined message when MRI mode was activated. They noted the patient's hcp did not know why and insisted the patient could have a scan. It was reviewed that registration indicated the patient's previous lead as only partially removed, and that this may have been why 'eligibility cannot be determined' was displaying. They were redirected to follow-up with the patient's hcp to check MRI workflow to ensure data was accurate. Additional information was received from a manufacturer representative (rep). The rep called to ask about MRI compatibility for a patient who had their entire system replaced, but had a partial lead abandoned, as they could not fully remove it during explant. It was reviewed the patient would not be MRI eligible unless the partial lead was completely removed. The rep was not there for explant, and was made aware of the partial lead today when looking through the patient's registration information.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ven9, implanted: (B)(6) 2019, explanted (partial): (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by caller that they had the patient put the ins into MRI mode and the controller showed eligibility cannot be determined. The caller did not have the code associated with the eligibility not determined screen. The caller asked about MRI conditions and eligibility indications with the controller. The caller was not with the patient. Tss reviewed information about MRI. The caller indicated that they directed the patient to contact patient services. Additional information was received from a healthcare provider (hcp). The hcp called back and reiterated the patient saw the eligibility cannot be determined message when MRI mode was activated. They noted the patient's hcp did not know why and insisted the patient could have a scan. It was reviewed that registration indicated the patient's previous lead as only partially removed, and that this may have been why 'eligibility cannot be determined' was displaying. They were redirected to follow-up with the patient's hcp to check MRI workflow to ensure data was accurate. Additional information was received from a manufacturer representative (rep). The rep called to ask about MRI compatibility for a patient who had their entire system replaced, but had a partial lead abandoned, as they could not fully remove it during explant. It was reviewed the patient would not be MRI eligible unless the partial lead was completely removed. The rep was not there for explant, and was made aware of the partial lead today when looking through the patient's registration information.